Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke when making the knot. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products, device evaluated by MFR. Device evaluation summary: it was received for analysis a sealed box with thirty-six nopened samples of product code (B)(4), lot lg8cgls0. The complaint sample was not returned for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was observed, and the tested sample meet the finished goods requirements.

Manufacturer narrative:
(B)(4). Finished goods records of v2130h, lg8cgls0 have been reviewed and show no deviations; all results meet the specified quality requirements. Additional information was requested and the following was obtained: according to the hospital, the stitches were broken when trying to knot them. They did not specify the number of sutures that were broken, they only indicated "several".